Manufacturer narrative:
The affected product was not returned and sunmed does not have the same lot number in inventory. A sampling of the inhouse product of a different lot number was performed and no defects were found.

Event description:
The customer alleges that "blade did not light." No other details were provided and no patient injury/harm reported.

Event description:
The customer alleges the "blade did not light." No other details were provided and no patient injury/harm reported.

Manufacturer narrative:
The returned device functioned as intended (illuminated) when a new lamp was installed per the IFU directions. It is the customers responsibility to use proper maintenance to and replacing the lamp is a key step in maintaining proper laryngoscope functional.